Manufacturer narrative:
Conclusion: potential factors that can influence a valve to dislodge include tension applied on the dcs during positioning, calcification levels in the native vessel, and compliance of the aorta and native vessels. Valve dislodgement events are typically not related to a device malfunction. The angiographic record on the returned angios for this event was reviewed. The angios showed that the first valve was 80% deployed but under-expanded (not contacting the left side of the annulus) with acceptable implant depth. The first valve was fully released but it was noted that the clinician did not remove the built-up tension in the dcs during the first 80% of the deployment. Upon removal of the nosecone, the clinician did not pull back on the wire to centralize the nosecone which resulted in the valve being pulled up further in the coronary sinuses. The valve was not in an acceptable position and a second valve was required. The location of the first implanted valve was in the sinuses. A snare was used to move the first implanted valve out of the way and a second valve was passed through the first valve. The second valve was in a good position to begin deployment. The second valve was fully deployed without the clinician stopping at 80% for an assessment. The second valve was then implanted in an acceptable position with minimal paravalvular leak (pvl). The review of the angiographic record concluded that the first implanted valve dislodged out of the annular space and that the unreleased tension in the dcs caused the valve to move towards the aorta. Additionally, the nosecone was not centered with the curve of the wire prior to removing the system out of the implanted valve. This lead to the nosecone catching on the valve and moved it further up into the sinuses. Based on the angiographic review, the valve dislodgement was attributed to the unreleased built-up tension in the dcs during the first 80% of the deployment and the interaction between the nosecone of the dcs and the valve. Per the evolut r instructions for use (IFU) for catheter removal, ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis.¿ subsequently, a second valve was implanted in an acceptable position with minimal pvl. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. A mild pvl has minimal impact on the patient and is generally deemed as an acceptable residual condition. This event does not allege a device misuse or a quality deficiency. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged and subsequently a second transcatheter bioprosthetic valve was implanted. No additional adverse patient effects were reported.